Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and the following was received. If further details are received at a later date a supplemental medwatch will be sent. What is the product code of the drain? What is the lot number? Was leakage detected? Is the device available to be returned for evaluation? If so, please provide the status of the return and any available tracking information. This complaint was received directly from the brazilian health authority (anvisa) through an anonymous report, so the customer is unknown. Therefore, at the moment no further information can be obtained beyond what is available in the complaint file. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Device not returned. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What is the product code of the drain? What is the lot number? Was leakage detected? Is the device available to be returned for evaluation? If so, please provide the status of the return and any available tracking information. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2022 and a drain was used. During milking the mediastinal drain was ruptured, which was immediately clamped. Installed a double luer connector thus restoring the effectiveness of the drain. No reported patient consequences. Additional information has been requested.